Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. A pre-dilation strategy was performed with a 18mm bav. The valve was prepared with +2ml extra volume but was deployed +1ml after the resistance felt in the end of inflation. The valve was deployed low and found to have moderate leak, not clear if central or paravalvular leak. Consequently, it was post-dilated with same system and volume. The procedure was completed but a significant bp drop was noticed post-procedure. An echo was done, and pericardial drain was performed, and a significant raise in pressure was observed. The patient was sent to the recovery area in stable condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16581 reference number: (B)(4) the investigation is ongoing. H3 other text : the device was discarded.

Manufacturer narrative:
Corrections to section h6 codes (component code, type of investigation, investigation findings, investigation conclusion). The complaint was unable to be confirmed due to unavailability of the returned device and/or applicable imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, as no abnormalities were observed during device preparation, it is possible that patient factors contributed to the reported inflation difficulties, such as calcification. Calcification can create a challenging anatomy for balloon inflation. Calcified nodules can compromise the integrity of the components, contributing to the reported event. However, without further information or applicable imagery of patient anatomy, a definitive root cause is unable to be determined. Available information suggests patient factors (calcification) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required